Manufacturer narrative:
Initial and final MDR 1906862 - MDR 3003442380-2024-09573 - device 10 of 10

Event description:
Unomedical reference number (B)(4) event occurred in the united states on (B)(6)2024, it was reported that patient faced infusion set cannula was kinked event. The event occurred after 3 or more hours of insertion. The infusion set had been used for 2 days. The insertion site was at the upper buttocks. The blood glucose level was 250 mg/dl at the time of event. The patient replaced infusion set and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.